Event description:
It was reported the patient underwent an ablation procedure on (B)(6) 2022 where the patient¿s ipg was put into surgery mode. After the surgery, the patient was unable to connect to the ipg. A field representative successfully reprogrammed the patient. Therapy was restored.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.